Event description:
Five days after treatment in the vertical lip line, and the forehead with juvederm ultra plus the pt presented with an allergic reaction at the injection site, which included open sores on the left side and erythema. The pt was treated with oral keflex and a medrol dosepak.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specs.